Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual and functional investigations could not be done due to the lack of the device.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. For the third firing, at the functional side to side anastomosis, connected the reload to the handle. The surgeon tried to fire the device, however, could not. Replaced by a new reload, connected to the original handle, and the firing was completed. There was no patient harm. The status of the patient is no problem.